Manufacturer narrative:
Gehc surgery service personnel ordered part 19-jun-2007, customer does not want system repaired until parts req parts fan has been delivered and installed.

Event description:
Customer reported unit will not go up, or down.